Event description:
It was reported the patient's blood glucose level rose to 17.1 mmol/l (307.8 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported the cannula was bent and being unsure if the cannula was properly inserted in the infusion site (abdomen). As treatment, a new pod was applied and a bolus of 2 units was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. No bends or kinks were observed in the soft cannula. The length of soft cannula was observed to be within specification. The data downloaded from the device did not show any timeouts, drive stalls or alarm. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended.